Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. No unexpected low battery alarms were noted during testing. Device passed displacement test and self test, off no power test and all operating currents test. Broken battery cap was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was damaged. The customer's blood glucose level was 180 mg/dl. The customer reported that the drive support cap was protruded. The customer also reported that the piece of plastic broke off and would not hold the battery. The customer also reported that they tried performing self test but the insulin pump did not turn on. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.